Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00263.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Associated products: (B)(4), shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners with calcicoat ceramic coating, (B)(4). (B)(4), neutral liner 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shell, (B)(4). (B)(4), femoral head sterile product do not resterilize 12/14 taper, (B)(4).

Event description:
Patient's left hip was revised approximately 1 year post-implantation due to periprosthetic femoral fracture. No further information has been provided.